Event description:
It was reported the patient felt a jolt in the top of his head by the deep brain stimulator (dbs) lead cap about a week prior to report. They also felt it 2-3 days prior to report and on the day of when the nurse removed the staples. The jolt lasted about 15-30 seconds. There had been no falls or trauma and no change in the dbs therapy. It was further reported no actions were taken at that time and no follow-up appointments were scheduled. The patient was doing well and ¿everything was good and as well as expected.¿ the patient hadn¿t had any additional jolting sensations.

Manufacturer narrative:
Product ID: 3387s-40, lot# v578427, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v640250, implanted: (B)(6) 2011, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).